Event description:
It was reported via social media entry (facebook) that the customer passed away. Caller stated that the customer insulin pump was malfunctioning and she was hospitalized due to uncontrollable high blood glucose and ketoacidosis. Caller stated that the customer's high blood glucose lead to heart failure, kidney failure, coma and death. Caller stated that the customer cause of death was diabetes ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.